Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks when the patient was pushing the motorcycle with the engine turned off. In the clinic follow up the smart pass was turned off, then was optimized, and turned on. An electromyography test was performed; however, it was negative. Later on, the patient received another inappropriate shock in the shower. According to the attending physician, the settings will not be changed, and the patient will be transferred to the hospital. At this time, this electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks when the patient was pushing the motorcycle with the engine turned off. In the clinic follow up the smart pass was turned off, then was optimized, and turned on. An electromyography test was performed; however, it was negative. Later on, the patient received another inappropriate shock in the shower. According to the attending physician, the settings will not be changed, and the patient will be transferred to the hospital. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks when the patient was pushing the motorcycle with the engine turned off. In the clinic follow up the smart pass was turned off, then was optimized, and turned on. An electromyography test was performed; however, it was negative. Later on, the patient received another inappropriate shock in the shower. According to the attending physician, the settings will not be changed, and the patient will be transferred to the hospital. This electrode was explanted and replaced. No additional adverse patient effects were reported.